Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any defects that could have contributed to the blood leak. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment in the intensive care unit with prismaflex m150, an external leakage of blood was observed. There was no visible defect on the set and the leak location is unknown. The product was replaced and a new product was used to continue with treatment. There was patient involvement, however there was no injury or medical intervention reported event. No additional information is available.